Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 4 mm diameter femoral artery lesion was predilated with a 4.0 mm balloon at 12 atmospheres for 30 seconds. The supera stent was 99 percent deployed at the non-tortuous, non-calcified, femoral artery target vessel, when the thumb slide could no longer be pushed through while both locks were in the unlocked position. The stent delivery system (sds) was removed as one unit with the guide catheter. After removal from the anatomy, the unmanipulated stent spontaneously slipped off the sds outside of the anatomy. The supera sds was replaced with another supera to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: incorrect pre-dilatation balloon size. The device was returned and the reported deployment difficulty could not be confirmed as the stent was already deployed. A review of the device lot history record revealed no non-conformances from the reported lot. A query of the complaint-handling database revealed no other reported incidents from this lot. Per the supera instruction for use, the recommended pre-dilatation diameter for a 4.0 mm stent is greater than a 4.7 mm balloon. If recommended vessel diameter cannot be gained, optimal stent deployment may not be achieved and revised stent sizing should be considered. Based on the reviewed information, no product deficiency was identified.